Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01201.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted a pod pc in the target vessel using the microcatheter. While attempting to advance the next pod pc, the physician experienced resistance, and subsequently, the pusher assembly of the pod pc kinked. Therefore, the pod pc was removed. It was reported that the physician also experienced resistance while retracting the pod pc. Then, while attempting to advance another pod pc through the microcatheter, the physician experienced resistance, and the pod pc became stuck and would not advance any further. The physician then decided to remove the pod pc. However, while retracting the pod pc, the physician experienced resistance, and the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the pod pc was removed from the patient. The procedure was completed using non-penumbra coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.